Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed motor error during manual prime. The customer stated that the pump also alarmed unexpected restart. They were able to rewind the pump and pass the displacement test; however, the customer stated that the motor error alarm occurred more than once in the last 30 days. The customer's blood glucose reading was 154 mg/dl. The insulin pump was not returned for analysis.